Event description:
It was reported that the patient was referred to the physician for an increase in seizures. Device diagnostics resulted in high impedance (dc dc code - 7). The device was not programmed off after observing the high impedance. The patient was referred for x-rays. X-rays were sent to manufacturer for review. Review of x-rays did not identify any obvious discontinuities with the vns system. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. No known surgical intervention has been performed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Pt age at time of event, date of birth; corrected data: the previously submitted MDR inadvertently provided the wrong age for the patient. The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
It was reported that another lead impedance check was performed in (B)(6) 2015 and the high impedance results was confirmed. It was reported that the patient device was disabled in (B)(6) 2015. A battery life calculation using the available programming history showed approximately 3 years remaining until near end of service indicator is yes. It was reported that the patient underwent lead revision on (B)(6) 2015 due to lead fracture. The patient generator was not replaced. The explanting facility will not return the explanted lead to the manufacturer for analysis; therefore, no analysis can be performed.